Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. An alarm log review, service history review, functional testing, and visual inspection were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The unable to close door issue was not identified during device evaluation; however, a f-94 alarm was identified during the alarm log review and functional testing. The cause of the condition was determined to be damaged main battery. To correct the condition, the main battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump's door would not close. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.